Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion was located in a severely calcified unk vessel. The physician advanced the 2.0x15mm apex balloon to the lesion and the balloon ruptured at unk atms. The physician attributes the balloon rupture to the severe calcification. The procedure was completed with a different device. No pt injuries or complications occurred. Pt's status is satisfactory. Additional info was requested and is not available.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).